Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, in the para-optic zone of the medical devices, defects resembling mechanical damages were identified. The intraocular lenses (iols) were grasped with forceps and examined under magnification using a surgical microscope. Due to significant defects, decisions were made to refuse implantation of the given iols, after which its were placed back into the container. Additional information has been requested but is not available at the time of this report.